Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose over 600 mg/dl. The customer also reported that they had recurring no delivery alarm. The customer's blood glucose was 260 mg/dl at the time of incident. The customer stated that they still got no delivery alarms after changing the infusion set and reservoir. The customer was unable to troubleshoot at the time of call. The reservoir will not be returned for analysis.